Event description:
In (B)(6) 2023 I took 3 injections of euflexxa by a doctor into my knees. As I went thru the series of injections I found that other areas of my body would have soreness, my hips, legs, shoulders and especially my lower back. I talked to my doctor and he had no explanation for the soreness but to offer to perform surgery on my knees. Twelve weeks have past since the last injection and I am still trying to deal with the pain not only in my knees but in most of other areas of my body. Some days the pain is so high that I barely get thru my daily activities. I take ibuprofen for the pain but it only last for a few hours. My main purpose for reporting this problem is to find out if others have had similar reactions and to get ideas of other medication that may help with the pain. The pain in my knees is still very noticeable. My name is (B)(6). Thank you for any information you can share with me. Reference reports: mw5152903, mw5152904.